Manufacturer narrative:
Device received with critical pump error (open book) and unable to download, problem isolated to the electronic assembly. Unable to verify pump error 24, pump error 40 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen and x mark. Customer stated that the open book and x mark displayed before the open book image on the screen. Customer reported that the insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.